Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is possible that the patient's condition may be due to the deformity of surrounding tissue; however, this cannot be definitively determined. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Medical records were received. Primary surgical notes confirm that patient underwent total knee arthroplasty due to osteoarthritis of the right knee. During the surgery, it was noted that the bone was quite hard and the tissues were quite firm. Patellar tracking was perfect and central. The passive range of motion of the knee was about 0 to 135 degrees with the final components. All the parameters were satisfactory post-op. Revision surgical notes confirm that patient underwent revision surgery for right knee aseptic loosening. Per the notes, during the surgery, tourniquet was not used as the patient had calcified vessels on his plain films and there was excessive amount of fluid found in the knee capsule and a synovitis was noted that had villous appearance. It was reported that patient lacked some extension and had a posterior slope for previous prosthesis and hence, a freehand cut of the tibia was carried out. New final components were implanted and patient was in stable condition post-op. Per the medical records, postoperative diagnosis of the right knee was stated as aseptic loosening which was also the cause of the revision. However; a definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to pain, limited mobility and deformity of tissue surrounding the knee.